Event description:
It was reported that the pump module stopped infusing and the device gave an audible alarm and a "channel error" message. Propofol was infusing at 20ml/hr at the time of the event when suddenly an audible alarm and red screen displaying "channel error" on the device. The nurse quickly obtained a spare pcu and pump modules, and the propofol infusion was reprogrammed infuse at the same rate of 20ml/hr. The customer noted in the device logs "error 240.4150." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module stopped infusing and the device gave an audible alarm and a "channel error" message. Propofol was infusing at 20ml/hr at the time of the event when suddenly an audible alarm and red screen displaying "channel error" on the device. The nurse quickly obtained a spare pcu and pump modules, and the propofol infusion was reprogrammed infuse at the same rate of 20ml/hr. The customer noted in the device logs "error 240.4150." There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer, reason code for no evaluation - if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.